Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the fourth product during segmental resection of lung and thoracoscopy, the reload was attached to the handle and the device approached to the tissue, but the handle could not be squeezed, and it returned back. It was thought that the handle was with problem, but the situation was the same even it was replaced with a new handle. The handle and reload were stopped using, and another device was used complete the case. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the fourth product during segmental resection of lung and thoracoscopy, the reload was attached to the handle and the device approached to the tissue, but the handle could not be squeezed, and it returned to the initial position. It was thought that the handle was with problem, but the situation was the same even it was replaced with a new handle. The handle and reload were stopped using, and another device from other manufacturing was used complete the case. The surgical time was extended by less than 30 minutes. There was no patient injury.